Event description:
It was reported that there was a revision of the left accolade total hip arthroplasty. The stem was broken at the neck junction with the head. No trauma was noted by the surgeon.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding stem crack/fracture involving an accolade stem was reported. The event was confirmed. Method and results: the returned stem is fracture at the neck of the stem. There is evidence of bony on-growth. Visual inspection was also performed as part of the material analysis report (mar). The proximal portion of the trunnion exhibited significant wear from movement against the femoral head taper. The remaining portion of the trunnion broke off, likely due to the loads exerted in vivo. Nothing could be learned about the cause of the taper junction coming loose and allowing the head to rotate on the stem. The material analysis report concluded that movement between the femoral head taper and the femoral stem trunnion caused wear and material loss within the taper junction. Due to the damages present on the taper and trunnion surfaces, it was not possible to evaluate the condition of the taper lock that permitted movement to occur. No material or manufacturing defects were observed on the device features examined. A review by a clinical consultant noted: the surgical report describes the technicalities of device exchange but reports no facts or findings that could help understand why this stem failed in the first place. The mar documents the catastrophic taper damage but is not able to establish a root cause for failure. No x-rays are available for review and as such it is not possible to evaluate the role of any potential procedure-related factors in the failure mode. From the available records, no info is available to suggest that patient-related factors might have played a role. X-ray information is crucial to understand any underlying potential failure factors and because these are not available for this case, it is not possible to establish the cause of failure for this case due to lack of adequate information. All devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. Conclusions: the material analysis report concluded that movement between the femoral head taper and the femoral stem trunnion caused wear and material loss within the taper junction. No material or manufacturing defects were observed on the device features examined. It was not possible to determine the exact cause based on the information provided. A review by a clinical consultant concluded that no x-rays are available for review and as such it is not possible to evaluate the role of any potential procedure-related factors in the failure mode. No further investigation is possible at this time. If further information becomes available, this investigation will be re-opened.

Event description:
It was reported that there was a revision of the left accolade total hip arthroplasty. The stem was broken at the neck junction with the head. No trauma was noted by the surgeon.